Manufacturer narrative:
The suspect sample and a reserve sample from lot 10161 were analyzed for microbial recovery at sheffield pharmaceuticals. The suspect sample contained objectionable microorganisms; however, the contamination could not be linked to the production process at sheffield pharmaceuticals as the reserve sample was clear of any objectionable growth. It was concluded that the contamination was likely due to use by the consumer.

Event description:
Consumer stated that the (B)(6) denture adhesive cream she used made her very sick. She stated that, as soon as she applied it to her mouth, it made her vomit. She stated the product tasted bad. It is unknown if medical attention was sought.